Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins or damaged e-belt connector) was confirmed due to the cable connecting the rear therapy electrode to the distribution node, trunk cable, and ECG ¿c&d¿ cable being cut entirely. The belt did not pass detect and treat testing, the root cause of the physical damage to the cut cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt had bent pins or damaged e-belt connector.